Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery alarm". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a damaged battery alarm was confirmed and reproduced during evaluation. The cause was determined to be depleted main batteries due to user error. The main batteries and harness were replaced to fix the reported condition. This device is a colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.